Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt complained about volume fluctuations in her hearing perception. Parts of the external system have been exchanged, but without success. Testing confirmed that the device has malfunctioned.